Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up received on 14-jul-2015: consumer general questionnaire returned back blank. No new clinical information received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes and uti's (urinary tract infections). She stated she was hospitalized to undergo tests due to side effects after essure placement. All events were considered serious due to medical importance. Rash is listed according to essure's reference safety information; while uti is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, although the exact temporal relationship between essure insertion and the reported rash was not provided; considering this event occurred after essure therapy, causality cannot be excluded. Regarding urinary tract infection (uti); its pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given this information, causality between the reported uti's and essure is considered unlikely. Additionally, non-serious events were reported. Since hospitalization was required, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw5041238) in united states on 11-jun-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer stated that she experienced side effects after essure procedure: rashes, migraines, fainting, varicose vein on uterus causing major pain, vomiting, urinary tract infection (uti) and chest pains. She stated she was hospitalized for many test to be ran, cat scan, etc. Hospital ruled out to have devices removed for health concern reasons. Surgery removal is not covered by her health insurance and she must pay it. Consumer assessed the event outcome as intervention required; however she did not specify it. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced rashes and uti's (urinary tract infections). She stated she was hospitalized to undergo tests due to side effects after essure placement. All events were considered serious due to medical importance. Rash is listed according to essure's reference safety information; while uti is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, although the exact temporal relationship between essure insertion and the reported rash was not provided; considering this event occurred after essure therapy, causality cannot be excluded. Regarding urinary tract infection (uti); its pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, followed by ascension via the urethra into the bladder. Given this information, causality between the reported uti's and essure is considered unlikely. Additionally, non-serious events were reported. Since hospitalization was required, this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.